Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. No other information was provided and the hospital did not report any patient complications.